Manufacturer narrative:
This report is being filed under exemption e2012068 by (B)(4). On 19 oct 2017, arjohuntleigh received a customer complaint involving arjohuntleigh ceiling lift system: voyager portable ceiling lift attached to a 2-post assembly easytrack system (portable installation). Following the information reported, the horizontal extendable track detached from the upright posts. The incident occurred while the patient was being transferred by two caregivers from wheelchair to bed. As a consequence of the event, the resident was hit by a track on the head receiving bruises and the caregivers experienced stiffness. No medical intervention nor hospitalization was required. When reviewing similar reportable events registered during last 5 years (1 oct 2012 up to 28 nov 2017) we have found a few cases that may relate to the issue investigated here: unstable easytrack system. It should be emphasized, that the easytrack is a floor to ceiling pressure fit system, not requiring a permanent installation to the structure of the room. The instruction how to prepare the system to use is described step by step in the instruction for use (IFU 001.10600.en, rev. 12) which is delivered with each portable installation. If the user follows every guideline given in the IFU, there is a very low possibility of any potentially risky situation to occur. The easytrack system in question was installed in the customer facility in may 2017 by 3rd party company. No commission form confirming that the ceiling lift system was installed as per manufacturer's recommendations was made available. Moreover it was confirmed by the arjohuntleigh representative that there was no product modification performed on the ceiling lift installation system and the ceiling device has never been serviced before. On 22 nov 2017 the facility was visited by arjohuntleigh representative and the device's distributor in order to evaluate the device. The evaluation confirmed that there was no technical deficiency found within the easytrack installation that would have adversely affected this incident, therefore the manufacturer defect was ruled out to be a cause of the problem occurrence. According to the IFU (001.10600.en, rev. 12), the caregiver is obligated (before every use) to perform inspection according to following points: "carefully inspect all the components. If any pieces are missing or appear damaged - do not assemble. Contact your local arjohuntleigh agent for further instructions", "ensure all components are in working order", "ensure that the extendable track cannot be extended beyond the red marks", "ensure that the holes on both sides of every posts are not flared du to wearing and that the pins are in good working order". "Using the clip-on level, make sure that all posts are straight. If any post is not straight remove the extendable track and level post accordingly", "red mark on top of each post (under the top plate) is not visible", "the extendable track is secured in place. Press up on the track to make sure that it is locked onto the post", in this particular case the customer refused to provide information regarding the correctness of extendable track installation, therefore we are not in a position to determine if at the time the incident occurred the extendable track was locked in the intended position, as per user's IFU. Due to the lack of sufficient information, the exact cause could not be identified. Review of similar complaints with an indication of easytrack system instability and lack of product failure revealed that this type of failure is only possible to occur when the user is not following the assembling protocol, described in the product instruction for use, although there was no serious injury reported in relation to this incident, the complaint was decided to be reportable due to the allegation of extendable track's fall which may result in serious injury upon recurrence. The system was being used with a resident at the time of the event and played a role in the reported incident. Upon the conducted investigation and device inspection done by the arjohuntleigh representative, we were unable to determine the exact root cause of claimed incident. However it needs to be pointed out there was no technical deficiency found within the device that would have caused or contributed to this incident. Although no technical deficiency was found within the arjohuntleigh installation track (system meet its manufacturer's specification), the horizontal extendable track detached from the upright posts and from that perspective the system did not perform as intended.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2017, arjohuntleigh received a customer complaint related to the voyager (portable ceiling lift) attached to a 2-post assembly easytrack system (portable installation). It was reported that the track was detached from the posts. As a consequence of the event, the resident was hit by a ceiling lift on the head and two caregivers were hurt.